Event description:
During deployment, the AED did not make a shock decision on a shockable rhythm. (B) (4)

Manufacturer narrative:
Method: based on the customer's account of the incident. Conclusion: this report is being filed as it cannot be concluded that recurrence would not result in an adverse event.